Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2021 of a report from (B)(6) of (B)(6) on a viewflex xtra ice device that experienced a tip fracture while in use during a procedure. Per the feedback received from the hospital, this device was reported to have been inside the patient when the tip fractured. Innovative health received the device for evaluation on (B)(6) 2021. Upon investigation, the fracture on the device was confirmed. The tip did not fall off completely and was attached to the shaft. No injury was reported.

Event description:
The tip of this device was reported to have broken while inside the patient. No patient injuries were reported.